Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the loss of fluid column. It was reported that during preparation of the steerable guide catheter (sgc), loss of fluid column was noted in the hemostatic valve. The device was flushed and re-prepped several times however they could not get the air out of the hemostatic valve. The device was not used and replaced with a new sgc. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.

Manufacturer narrative:
The steerable guide catheter (sgc) was returned and the reported leak was confirmed. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported leak in this incident was confirmed and attributed to an observed tear in the silicone valve; however, a definitive cause for the torn silicone valve could not be definitively determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.